Manufacturer narrative:
The device was evaluated and testing was performed, but the alleged complaint could not be duplicated.

Event description:
During an rf procedure, the generator displayed an error and the screen shut down. Troubleshooting efforts were unsuccessful and back up was not available. The procedure was cancelled. There are no adverse consequences reported as a result.